Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported monitor suddenly gets blacked out during the middle of an endoscopic procedure which was completed with a similar device involving olympus high definition liquid crystal display monitor. The customer suspected that the cause of the blackout was due to the loose wiring. There were no reports of patient harm.